Event description:
It was reported that during a heavily tortuous, proximal, right coronary artery (prca) stenting procedure, after pre-dilatation with a 3.0 x 18 trek balloon dilatation catheter (bdc), a xience xpedition stent delivery system (sds) was advanced over the guide wire and as the sds was advanced over the arch in the vessel, prior to the lesion, an angiogram was done which found that the stent was missing from the sds. The sds was removed without reported difficulty and the stent was found on the preparation table, outside the patient's anatomy. There was no resistance felt with removal of the protective sheath or stylet during preparation. Another xience xpedition 3.5 x 23 mm sds was used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).